Event description:
It was reported that (1) tlc75 and (2) trc75 devices was used during a colectomy procedure. It was reported by the rep that the surgeon fired the first set of staples. That were loaded in the tlc75. When opened the instrument worked correctly. The surgeon reloaded the instrument with a new tcr75 reload cartridge and fired the instrument a second time. The surgeon observed that the staple line and cut line didn't go the normal length. It was about 3/4 of the length they expected. They reloaded the instrument for third firing with another trc75 and fired the instrument again, he observed again that the instrument didn't staple or cut the length that he had expected. A second instrument was opened (tlc75) and fired five times during the case for another anastomosis and the instrument fired as expected. It is unknown how the case was completed.